Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased threshold and decreased r-wave amplitude was observed. The lead was capped and replaced and dislodgement was confirmed. The patient was in stable condition.